Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "foreign body" was observed inside the housing of a polyflux 17l prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a black foreign particle inside the dialyzer blood connector. It is not clear whether the particle is embedded or loose. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The identification and origin of the particulate cannot be determined without analysis of the actual sample. Should additional relevant information become available, a supplemental report will be submitted.